Event description:
There as a recall for resmed s8 flow generators. The resmed phone line indicated that my product was not covered although it presumably was covered under the resmed agreement with FDA.